Manufacturer narrative:
This follow up report is being submitted to update the originally submitted medwatch report with the user medwatch report number 240001-1998-0005 that was rec'd by zoll medical corp on 4/22/98.

Event description:
Complainant alleged that the medics were responding to a call for a 68 year old male pt in cardiac arrest. The medics determined that the pt heart rhythm was in asystole. They attached the pt to electrodes and to the monitor, but the device failed to power up. The medics moved the pt from the bathroom, where he had collapsed, into a larger area. They then attempted to power up the device again, but the screen was still blank and the device did not power up. The medics then changed the device battery, but the device still did not power up. The staff was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.